Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the moderately calcified common iliac artery. The 7.0x40mm sterling balloon catheter was advanced and during the first inflation, the balloon ruptured at 6atms. The device was removed intact and the procedure was completed with a different device. There were no patient complications reported and the patient¿s status is good.

Manufacturer narrative:
Device evaluated by MFR: the device was not returned. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).